Event description:
Suspected shoulder infection. 66 yr old male.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00415355_1644408-2023-00932; <509-01-440, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.